Event description:
A surgeon reported a pt with a "visual quality issue" following intraocular lens (iol) implant surgery. He does not believe the cause is from a mislabeled or defective lens. The device remains implanted. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/23/2008 and 12/08/2008 by fax, and mail, and phone. A completed questionnaire has not been received.